Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently missed changing the pump bolus option to read carbohydrate instead of units. Tandem technical support assisted the customer with the editing of the bolus option. The customer's blood glucose (bg) level was 250 mg/dl and insulin injections were administered by a nurse to address the bg level. The customer was stable.